Manufacturer narrative:
The sonicare adaptiveclean brush head is an accessory to the sonicare flexcare+ power toothbrush

Event description:
Consumer complained about bristles falling off. No injury reported. No medical attention sought.